Event description:
The pt was implanted with two leads of the same lot. It was reported the pt is w/o stimulation and has been for the past 2-3 months. Program settings showed invalid impedance. X-rays have not been taken. The physician will determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.